Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-14092-00. Please reference file mrn 3012307300-2024-12759-00 for all details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump is not able to confirm sensor after message ¿no cartridge detected," and there is cracked cap threading. There was unknown patient involvement and unknown patient harm/adverse event reported.